Manufacturer narrative:
H3: analysis of the marathon catheter (lot no. B086816) found that the total length was measured to be ~148.2 cm (reference 170.0 cm), the usable length was measured to be ~142.0 cm which is not within specification (specification per 165.0 cm ± 2.5 cm). Approximately 25.0 cm of the micro catheter distal floppy segment was found to be missing. The tubing material at the distal broken end exhibited necking and stretching at fuse joint. Onyx residue was found within the marathon hub. An attempt was made to flush the marathon catheters; however, the hubs were found to be occluded with onyx and the attempt was unsuccessful. Based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was confirmed. The returned marathon micro catheters appeared to have ruptured due to over-pressurization, resulting in pressures exceeding the limits of the micro catheter. Pauses longer than two minutes prior to re-injection can cause solidification of onyx les at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter, may result in catheter rupture. Rupture can also occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded; injection rate; use of palm of hand pressure or increased injection force against resistance. It was reported there was no resistance when the onyx les was injected and no kink or damage seen on the marathon micro catheter. It was reported that onyx was injected at a rate of 0.16 ml/min. The lot history record rev iew of the reported lot number showed no discrepancies that would have contributed to the reported experience. H6: method code updated to b01. Result code updated to c070601 and c070603. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding three marathon catheters that ruptured during an onyx procedure. The patient was a procedure for liquid embolization treatment of multiple cerebrovascular malformations via femoral artery access. Vessel tortuosity was minimal. It was reported that all devices were prepared as indicated in the instructions for use (IFU). The catheters were flushed per IFU. During onyx injection, the marathon microcatheter broke at the distal end. The same issue occurred with three consecutive marathon microcatheters. It was noted that onyx was injected at a rate of 0.16ml/min. The catheters were not entrapped in the anatomy or the guide catheter. It was unknown if the patient experienced any related symptoms but noted that no addition medical or surgical intervention was required.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no resistance upon injection of the onyx into the catheter, and a continuous injection was used. There was no onyx embedded at an unintended location. Later, the surgeon made a buckle with the guide wire and pulled off the broken marathon, then pulled the broken catheter out of the body. A new catheter was used to complete the procedure.